Event description:
The tip of the screwdriver broke during implantation of the bone screw. The broken fragment was not found and is believed to possibly remain in the pt. No other info was provided to co.